Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 258 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she has been having problems with the cannulas of the infusion sets bending. The customer has some scar tissue at her infusion sites. The customer uses quick-set infusion sets. The customer stated that she also had some kind of an infection. Nothing further was reported.